Event description:
Baxter (B)(4) received a report that an intermate leaked at the delivery tubing near the patient connector after filling. The device was filled with 50-milliliters solution of 0.9% saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 30 ml of solution in the reservoir. The tubing was clamped. When the tubing was unclamped, leakage was detected at the luer post near the delivery tubing. The reported condition of leak was confirmed. Visual examination of the luer post showed evidence of crack where the leakage occurred. Based on the evaluation, broken/cracked luer near the base of the stem is due to stress from the packaging design. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Additional investigation is being conducted through tier I (B)(4).